Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic nephrectomy, while retracting renal with the device, surgeon felt something strange with the force applied to the device. The surgeon removed the device from the patient's body and confirmed that it was cracked. The surgeon stopped using the device and opened a new product to continue. After that, while in touching the articulating part of the device, a broken part fell down. The broken part is being kept in the hospital. The surgical time was extended by less than 30 minutes.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Clevis piece was broken along plane of pin attachment. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole, which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.